Event description:
A meter to lab comparison test was made with the rptr's meter reading 130 mg/dl and the lab 250 mg/dl. Tests were done within 45 minutes, in a fasting state. Rptr did not have any symptoms. Rptr did not feel well, and no control solution test was done.